Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in circuit board, no image was displayed, disconnection in touch panel, damage on receptacle unit, and error code e333 was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that due to a failure in circuit board, error code e226 was displayed, and no image was displayed, also due to disconnection in touch panel, error code e333 was displayed, and no image was displayed, and due to damage on receptacle unit, the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center presented error code e226. The event occurred during maintenance. There were no reports of patient involvement.